Event description:
My first experience with side effects started on this date but has continued to the present. Anxiety/panic attack symptoms. Digestive issues including acute esophagitis and an abnormal amount of bile, nausea, diarrhea, joint pain ,severe muscle pain, nerve pain (diagnosed with fibromyalgia and arthritis) headaches, dizziness, tingling sensations, chest pain (diagnosed with pericarditis), vision issues, brain fog, hot flashes, night sweats, new food allergies, abnormal periods (lasting a month or two or nothing for 2-3 months) heavy bleeding w/ large clots, can no longer dye hair (burning sensation of scalp), hair develops a green tint, painful sex and sharp pains in right fallopian tube area (have coil and no ovary on right so pain can not be due to ovulation). I believe this to be all. Since the placement ((B)(6) of 2010) I have been in the ER 7 times with 5 hospital stays. I did not have these issues before the placement of essure. #medwatcher #mw156187.

Event description:
(B)(4). On (B)(6) 2014 I had to have a hysterectomy due to my right coil being imbedded in the wall of my uterus. There was no other way to remove the coil than to take the uterus.

Event description:
(B)(4). On (B)(6) 2014 I had to have a total hysterectomy lavh due to my right coil being imbedded into the wall of my uterus. Two weeks later developed a bladder infection and an infection in my vaginal cuff due to a weakened immune system. Prior symptoms I had contributed to essure are starting to diminish.